Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 90 mg/dl. The customer also reported insulin was squirting out from the insulin pump. Customer also reported the insulin pump would have a keypad anomaly. Customer declined to return the product for analysis.